Event description:
It was reported that the programmer screen is cracked and won't power up. The patient was told to remove the battery and put it back in place, but this did not resolve the issue. A replacement programmer was sent out to the patient. The issue was not resolved at the time of report. The patient was notified to return their device. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient h3. Analysis found damage beyond intended use and the device needed repair. The controller lcd screen was broken/cracked. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.